Manufacturer narrative:
The event occurred on an unreported date in mid to late (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient has not recovered from the event and pd therapy was withdrawn. No additional information is available as the reporter declined follow up.